Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of this failure is attributed to wear and tear damage incurred over repeatedly torquing/engaging the driver within the screw head and extended use in the field. Manufacturing date 2019.

Event description:
On (B)(6)2023, it was reported by a sales representative via sems that an ar-9625 hex drivers tip snapped off. This occurred during a reverse total shoulder arthroplasty when screwing in the screw for the glenosphere. The top of the screwdriver remained in the screw head inside the patient. The case was completed using another device.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.